Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, it was hard to pull stylet with the first pass and then the needle came apart at orange and white handle. The device was used on the patient, however, there was no injury to the patient. There was no surgical intervention that was performed.